Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg2zec104 implanted: (B)(6) 2019 product type catheter product ID 8709 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2024 product type catheter h3. Analysis of the pump found that the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter found that no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving morphine (20mg/ml at 0.961mg/day) and bupivacaine (20mg/ml at 0.961mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was having a routine eri replacement and came in to have a dye study. The dye study failed. The patient's dose was decreased to the lowest simple continuous dose but the patient did not have any symptoms of withdrawal. The patient also had no symptoms prior to the dye study. The patient's pump system was swapped out. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8578 (lot: hg2zec104); product type: 0184-catheter; implant date: (B)(6) 2019; UDI: (B)(4), brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2006; explant date: (B)(6) 2024; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative and confirmed with the physician indicating that the cause of the failed dye study was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.